Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a message indicative of possible early battery depletion. In april the remaining battery capacity was 35% and recently it was 9%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a message indicative of possible early battery depletion. In april the remaining battery capacity was 35% and recently it was 9%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time. Additional information received indicated that the device recently triggered end-of-life status. Device replacement was scheduled for the end of march. Additional information indicated that the device was replaced on (B)(6) 2024, and was disposed of. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a message indicative of possible early battery depletion. In april the remaining battery capacity was 35% and recently it was 9%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service at this time. No adverse patient effects were reported. Additional information received indicated that the device recently triggered end-of-life status. Device replacement was scheduled for the end of march.